Event description:
Patient's father contacted dexcom technical support on (B)(6) 2011 to report that patient experienced a failed sensor during the sensor startup period. Upon removing the sensor, both parents noticed that the sensor wire was detached from the sensor pod and protruding from the patient's skin. Patient's parents were able to remove the wire from the skin. No medical intervention was required and patient did not experience any discomfort at the insertion site. Patient was fine at the time of his father's call to dexcom technical support. During a follow-up call by dexcom technical support on (B)(6) 2011, patient's mother reported that the patient displayed some redness at the site but that it was a normal reaction seen with previous sensors. Patient has experienced no problems since the incident.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.